Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has moved which goes up to the collarbone upon laying down and goes back down to the incision site upon standing up. Chest x ray was performed and noted a coil of wire. Boston scientific technical services (ts) referred and advised the patient to contact physician. A potential surgery might be needed. As of this time, this crt-d remains in service. No additional adverse patient effects were reported.